Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent. It was reported that the stent failed to cross the lesion and when the stent was removed struts were seen to be uneven. The procedure was completed using another different sized resolute onyx des. No patient injury was reported.

Manufacturer narrative:
The lesion was reported to exhibit tight stenosis with heavy calcification. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. If information is provided in the future, a supplemental report will be issued.